Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was less than 20 mg/dl at the time of the event. It was reported that insulin squirted out during the manual prime. The customer was connected during priming. Nothing further was reported.

Manufacturer narrative:
The insulin pump could not be primed due to a loose motor support disk.